Event description:
It was reported that the insulin pump was not delivering insulin properly. It was stated that it seemed to deliver more insulin than it was supposed to. Then it stopped delivering insulin completely. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.